Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h and h11. Correction on field: d2a - common device name. The device was returned to olympus for inspection and the reported failure "no white balance possible" was not confirmed. However, the failure "image is overlaid" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken and therefore the pixel shift is incorrect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the pixel shift is incorrect, and image is overlaid. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an overlaid image and no white balance is possible.the issue occurred during reprocessing.there were no reports of patient involvement.